Event description:
Abbott a+ pump initially infused epinephrine at 0.012 mcg/kg/min (2.7ml/hr.) Using dose calculation mode. Intended to reduce epinephrine to 1.7ml/hr but staff member programmed 1.7 into the field intended for dose. Epinephrine was infused at 1.7 mcg/kg/min instead of 0.008mcg/kg/min. Pt became symptomatic and required intervention.